Event description:
It was reported to covidien on 02/25/2010 that a customer had an issue with a hemodialysis catheter. The customer reports that the sapphire was placed on (B) (6) 2009. On (B) (6) 2010, sutures were removed as per protocol and right afterward, the cuff was exposed (5-7 cm). Catheter needed to be removed and replaced.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.